Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the run data file (rdf) was analyzed for this event. After reviewing the signals in the run data file, it cannot be ruled out that the high number of access alerts that occurred throughout the procedure disrupted the steady-state of the system and contributed to the elevated wbc content measured in the platelet product. Based on the available information, it also cannot be ruled out that the higher-than-expected wbc content in the platelet product could be donor-related. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in relevant tests/lab data, evaluation codes and additional MFR narrative. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: a definitive root cause for the observed leuko reduction failure remains undetermined at this time. After reviewing the signals in the run data file, it cannot be ruled out that the high number of access alerts and adjustments that occurred throughout the procedure disrupted the steady-state of the system and contributed to the elevated wbc content measured in the platelet product. Based on the available information, it also cannot be ruled out that the higher-than-expected wbc content in the platelet product could be donor-related.

Manufacturer narrative:
Lot number, expiration, and manufacture date are not available at this time. Investigation is in progress. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the double platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The trima platelet collection set is not available for return because it was discarded by the customer.